Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during a gastroscopy procedure to treat a stricture performed on (B)(6) 2026. During the procedure, the dilation balloon was advanced through the scope; however, when inflation was attempted, the balloon did not inflate. No additional balloon devices were available on consignment, and the procedure was subsequently cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.